Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad buttons was intermittently responsive. The ok button contact was found to be damaged and did not spring back properly after pressing it. Unrelated to the complaint, investigation revealed moisture in the battery compartment, cracked battery compartment threads, and that the display was dim, faded, and discolored. The pump failed leak testing due to the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.